Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving clonidine 20 mg/ml 24.48 mcg/day dilaudid (hydromorphone) 0.979 mg/day 10 mg/ml via an implantable pump. It was reported that she was seen in clinic approximately two months ago for a routine pump refill. While aspirating the old medication via the pump reservoir, the patient reports that there was a higher-than-expected residual volume. However, the exact volume details were unknown. The patient reports that this was the first time this had ever happened. She was also reporting increased pain at that time; subsequently, a catheter access study was done in the clinic, which was negative for any csf. At that time, the catheter was determined to be obstructed, and the patient¿s dosing was reduced in preparation for a revision. 8709 was initially implanted on (B)(6) 2008, with multiple compound drugs in the pump, including dilaudid, clonidine, baclofen, and bupivacaine. The patient was taken to the operation room for catheter revision. The physician first started by opening the existing pump pocket and dissecting down to the existing pump and proximal pump segment. He removed the old 8578 pump segment and discarded it. He then folded the spinal segment of the 8709 over onto itself and tied it off in multiple and confirmed that there was no csf dripping from the remaining portion. He then proceeded to open a new midline lumbar incision. He was given an 8780 which was placed at t10 and untrimmed. The new implanted length is 114.3 cm; volume is 0.251 ml. The new catheter was then tunneled to the existing pump pocket and reconnected with the existing pump. A catheter access port aspiration with positive return of csf was done before and after placing the pump back within the pump pocket. Incisions were then irrigated and closed. The physician declined return as spinal segment was tied off and abandoned in pump pocket. The infusion was restarted, and the patient¿s intrathecal dosing was reduced to prevent any symptoms of toxicity/overdose. The dosage was what is noted above. The previous dosing was same concentration on all medications with a 24-hour dose of dilaudid 3.070 mg/day, clonidine 76.75 g/day, baclofen 53.73 g/day, and bupivacaine 6.140 mg/day. The issue was resolved. The physician has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot#: (B)(6) serial, implanted: on (B)(6) 2008, product type: catheter, product ID: 8578, lot#: (B)(6) serial, implanted: on (B)(6) 2014, explanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(6), product ID: 8578, serial/lot#: (B)(6), ubd: 24-sep-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.